Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing at the manufacturer, the irrigation wheel would not turn in standard mode until the foot pedal was pressed, then worked intermittently in standard mode without the foot pedal. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that during testing at the manufacturer, the irrigation wheel would not turn in standard mode until the foot pedal was pressed, then worked intermittently in standard mode without the foot pedal. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the irrigation wheel working intermittently was duplicated and confirmed. During service it was found the thumb screw was missing; however, there is no failure associated with it. It was found during function and visual evaluation the irrigation wheel worked intermittently and required replacement of the irrigation pinch valve assembly. The irrigation pinch valve assembly controls the flow of irrigation to the handpiece; when the assembly is worn it can cause poor performance. This can occur through normal wear of the device.